Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: perforation requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the promus stent was implanted and then post dilatation was performed with another company's balloon. The vessel tore and another promus stent was placed over the first one and procedure turned out well: satisfied with results. No add'l event of pt information is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
.